Event description:
A user facility reported to olympus, the evis exera ii duodenovideoscope had suspicion of germination. In additional, the customer requested the replacement of the working channel on the scope in case of contamination. The user facility did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The following may have led to the failure: the personnel at the user facility may not be reprocessing per the instructions for use (IFU). The investigation could not determine a definitive root cause. IFU addresses the failure: reprocessing manual: ¿precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.

Event description:
The air/water channel and suction channel both tested positive for an innumerable amount of pseudomonas aeruginosa and the biopsy channel tested positive for over 100 colony forming units (cfus) of pseudomonas aeruginosa. Sampling occurred at reprocessing.

Manufacturer narrative:
Updated fields: date of event, event, device available for evaluation and device evaluated by MFR. This report is being supplemented to provide microbiological test sampling results and the device evaluation. The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and no microorganisms were identified. The obtained results are in conformance with the requirements. The device evaluation found chipped glue on the cover of charged coupled device (ccd) in the insertion tube and the forceps raiser lever failed the functional check. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.